Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found an arthroscopic image showing partially one implant deployed in the tissue. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of omnispan meniscal repair 27deg would have contributed to the complained device issue. Based on the investigation findings, it is possible that the depth penetration of the tissue may have not been maintained; therefore, the plates did not fully trespass the soft tissue and it was pulled out along with the device. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
This is report 2 of 3 of (B)(4). It was reported that during anterior cruciate ligament (acl) repair surgery, 2x omnispan orthocord device plates detached from the meniscus after deployment. It was also observed that the meniscal deployment gun device could not fire. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the needle had signs of usage and foreign matter, presumably biological matter. The suture with its plates were not returned for evaluation. No other anomalies were noted. The overall complaint was not confirmed as the observed condition of the omnispan meniscal repair 27deg would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.